Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 158 mg/dl. Alarm was not resolved. Customer was unable to troubleshoot at time of call. Customer was advised to change the entire set. Customer will not be returning the device for analysis.